Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A daughter reported on behalf of a parent who experienced a low reading issue with the adc device. On the night of (B)(6) 2022, the customer reported receiving a 'lo' scan (readings less than 40 mg/dl). On (B)(6) 2022, the customer experienced symptoms described as "head turns, headache, sleep cannot standing" and had contact with a healthcare professional. The customer received unspecified treatment for the diagnosis of hyperglycemia. No additional details were provided. There was no report of death or permanent injury associated with this event.